Event description:
The navigation system was used on the patient during tka surgery. Approximately two weeks post-op, the patient was walking around, heard a snap, and felt some pain. The patient went to the ER. It was determined that the patient developed a fracture in the leg at the site of a navigation pin hole. An additional surgery wer performed to repair the fracture with a femoral nail.